Event description:
Event description boston scientific crm received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a lower than expected battery voltage prior to implant, while the product remained in the box. The product was not implanted, but will be returned to guidant for analysis.